Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient was presented to the facility for a routine follow-up and upon interrogation, the atrial lead exhibited noise. The noise could be replicated. The lead was reprogrammed. The patient would continue to be monitored.